Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was not plugged in and stopped working when the battery died. The device did display a low battery warning. Complainant indicated CPR was preformed to achieve spontaneous circulation. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: zoll medical corporation evaluated the device and the device is working as designed. The device was recertified and returned to the customer. The device activity log was overwritten; therefore, unable to be reviewed for this report. The battery and power cord used during the event were not returned as part of this investigation. The customer did indicate the device shutdown as a result of a low battery, and suggests the device beeped and presented the low battery banner on the display. They expressed a desire for the alerts to be more pronounced. It is noteworthy to mention the r series software initiates a low battery prompt, notifying the user that there is approximately 15 minutes of ECG monitoring time left on the battery. The device will emit a two-beep low battery tone sounds once a minute until just before shutdown when the unit beeps twice every 2 seconds. The time from display of the message low battery or replace battery until the defibrillator shuts down varies depending on the battery age, conditioning, and functions being used on the device. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated CPR was preformed to achieve spontaneous circulation. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.